Event description:
It was reported that while using a syringe 1.0ml 31ga 6mm u40 10bag the plunger separated from the stopper and the patient was unable to inject medication. The following information was provided by the initial reporter: "recently one of the syringes was not functioning well. When I pulled the pulling part, the black portion wasn't coming with the pulling part as usual. It got stuck inside the syringe. Lot 8134859.1. Ref 324902. Please advise. I had similar incident earlier also . I am using two packs every month. Although u advise.use once only. Because of price l often use same syringe for morning and evenin some time next day also"

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 08-feb-2021. H6: investigation summary customer returned (1) 1ml, 6mm, 31g u40 insulin syringe in an open poly bag from lot # 8134859. Customer states that the black portion wasn't coming with the pulling part and it got stuck inside the syringe. The returned syringe was tested and the stopper separated form the plunger rod when trying to draw the plunger back. A review of the device history record was completed for batch# 8134859. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure. Root cause for this defect cannot be determined.

Manufacturer narrative:
(B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. PMA / 510(k) #: there is no 510(k) for this device as it is not sold in the us. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8134859. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that while using a syringe 1.0ml 31ga 6mm u40 10bag the plunger separated from the stopper and the patient was unable to inject medication. The following information was provided by the initial reporter: "recently one of the syringes was not functioning well. When I pulled the pulling part, the black portion wasn't coming with the pulling part as usual. It got stuck inside the syringe. Lot 8134859.1, ref 324902. Please advise. I had similar incident earlier also. I am using two packs every month. Although u advise. Use once only. Because of price l often use same syringe for morning and evening some time next day also".